Manufacturer narrative:
On 25-nov-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when inserting catheter into the outer sheath, it was found that the white hemostasis valve gasket skewed, which blocked the outer sheath and caused great impediment. The hemostatic valve was dislodged inside of the hub. No damage was noted on the brim cap or hub. The second device sheath was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath, but no valve was detected; however, according to the picture provided by the customer, the hemostatic valve was present at the momento of the dislodgement. Device history record review was performed for the finished device number lot 60000441 and no internal action related to the complaint was found during the review. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of the dislogment could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when inserting catheter into the outer sheath, it was found that the white hemostasis valve gasket skewed, which blocked the outer sheath and caused great impediment. The hemostatic valve was dislodged inside of the hub. No damage was noted on the brim cap or hub. The second device sheath was used to complete the operation. There was no report on adverse event on patient.